Event description:
Customer reported that when battery reached 50%, it would sometimes rapidly discharge and shut down. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and started using a new pump, with a loaner to be sent if the current pump failed again.